Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the elevator cable break was confirmed. The service technician confirmed elevator not functioning. Found excessive buckle on the insertion tube. Annual inspection was performed and found dirty l-arm. Performed forcep raiser watertight test. The cause of the reported issue can be attributed to wear and tear. No further information was reported.

Event description:
The customer reported to olympus that the elevator cable snapped in bending section of the device. There was no patient injury reported.

Manufacturer narrative:
It was found that the forceps elevator was not lowered by foreign object which lodged between l-arm and stopper. The cause of remained foreign object cannot be conclusively determined. Corrosion of l-arm was accelerated at the joint between l-arm and c-body. No leakage was detected from the scope. It's presumed from device history review(DHR) that the scope has been used in the market for a long time. Therefore, the following events may have been repeated and foreign object may have been accumulated between l-arm and c-body. As a result, movement of l-arm has been disturbed. Therefore, the suggested event was seemingly due to deterioration of the scope from use. Abnormality is detectable by conducting periodical inspection and inspection prior to use. The product¿s IFU instructions for use(operation manual) described as follows: "inspection of the forceps elevator mechanism" in rare cases, the elevator control lever can move further in the ¿ u¿ direction after the forceps elevator is completely raised for more effective locking of the guidewire. In this case, more resistance may be encountered when operating the elevator control lever. This does not indicate a malfunction. The product¿s IFU(reprocessing manual) described as follows: perform a leakage test on the endoscope after each precleaning procedure, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. DHR review was performed and no non-conformances that would cause the reported malfunction were noted.